Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 17dec2017 to assess the instrument test well image in question, which appeared as visually negative, with a couple of tiny red/black particles in the well. The immucor laboratory tested retention product 20dec2017, which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site on (B)(6) 2017 which generated an equivocal outcome with instrument testing, and also weak positive with alternative manual test tube testing, with the same lot of reagent in question.

Event description:
On (B)(6) 2017, an immucor employee at a customer site reported, on behalf of the customer, an unexpected negative result when using anti-c (monoclonal) gamma-clone by galileo echo instrument method, when tested on (B)(6) 2017.